Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. The plunger was not able to push insulin through the tubing. It was reported that the reservoir connection seemed to be the issue. The customer would continue using the reservoir and call back if the issue continued. The customer's blood glucose was 5.2 mmol/l. Nothing further was reported.